Event description:
Per the clinic, the patient experienced poor speech recognition with the device and sawtooth impedance profile was observed. Reprogramming attempts were made, resulting in significant improvement in speech recognition; however, the issue could not be resolved sawtooth impedance profile persists, and the patient subsequently experienced poor sound quality. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.